Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the event was due to stress of repeated usage, external factors, or handling of the device. However, root cause of the event could not be identified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the laparo-thoraco videoscope exhibited peeling adhesive in the tip objective lens. There were no reports of patient involvement.